Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where issue button was missing when the user tried to issue out medication. A technical support specialist restarted the application and confirmed that the customer was able to issue out the item with no issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower issue button was missing while trying to issue medication. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.